Manufacturer narrative:
The device was received from the field with no telemetry and battery voltage having reached end of service. The device image could not be saved due to lack of telemetry and it was requested to the field, but it was not available. The device code was re-loaded successfully after cutting open the device case and replacing the ordinal battery. Further tests after programming the device to nominal conditions indicated normal magnet rate, current level within specification, and normal functionality. No interrogation anomaly detected. The original battery was analyzed by the manufacturer and the results were normal. Despite extensive testing, the source causing premature battery depletion could not be identified. Total projected longevity based on nominal settings is 9.26 years; implant duration is approximately on 4.61 years which is below projected longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with chest distress and syncope. The pacemaker that was implanted in 2017 couldn't get into the program control interface, and its pacing signal and magnetic frequency were not correct. The device was explanted and replaced. The patient was stable.